Manufacturer narrative:
Product event summary: the introducer was returned and analyzed. Analysis indicated the sheath of the lead introducer was kinked/buckled. The sheath of the lead introducer was torn. Visual analysis of the introducer indicated damage during use. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during implant, the introducer became kinked due to patient anatomy which led to insulation damage of the right ventricular (rv) lead. The introducer was changed out and the rv lead was explanted and replaced with a new lead. No patient complications have been reported as a result of this event. The introducer was returned to the manufacturer, analyzed, and tested out of specification.